Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had severe pain post operation and was in the ICU. The doctor explanted the device while the patient was still staying in the hospital. The doctor indicated that the patient had the severe pain the evening of the implant surgery and explanted the device the next day. It was noted that the patient had a hematoma and was unable to use their legs. The issue was resolved at the time of the report. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the cause of the hematoma was the surgery/scs implant. No further complications were reported or anticipated.